Event description:
It was reported that the patient had an infection at the spine following an implant procedure. The physician believed that infection is not device or procedure related. It was noted the patient was placed on antibiotics. The patient underwent an explant procedure. All device components were explanted and discarded. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7071941. Product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1200, serial: (B)(4), batch: 368138.

Event description:
It was reported that the patient had an infection at the spine following an implant procedure. The physician believed that infection is not device or procedure related. It was noted the patient was placed on antibiotics. The patient underwent an explant procedure. All device components were explanted and discarded.